Event description:
It was reported that the nim console was not working. There was no patient impact.

Manufacturer narrative:
H3 :analysis found that the device was received in good condition, the software present is v1.7.5, the customer complaint could not be confirmed, during the test didn't get any errors, the console has been restarted several times. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.